Event description:
It was reported that error message 18 appeared when art mode was selected on the hl 20 4 pump unit. This error message also appeared in "arithment" and in "scp" when art mode wa selected. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of (B)(4). (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if additional information becomes available.